Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 412.215s, lot number: 5l60442, manufacturing site: (B)(4), supplier: (B)(4), release to warehouse date: 06. Aug. 2019, expiry date: 01. July 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent the orif surgery for left femoral neck fractures by using the fns implants. The surgery was successfully completed without any delay. On (B)(6) 2020, the surgeon informed us that the left femoral head necrosis had occurred. Removal surgery is scheduled for (B)(6) 2020. No further information is available. This report is for one (1) 5.0mm ti locking scr slf-tpng w/t25 stardrive 42mm-sterile. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the re-operation was successfully completed on (B)(6) 2020.